Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, the pa was harvesting, and midway through the branch burning phase of the harvest, they noticed a small part plastic piece of one of the jaws was broken off. The device was working correctly up his point and no bleeding occurred at any time. The jaws were inserted the correct way. Normal insertion of the harvesting tool into the cannula. They tried to retrieve or find the plastic piece to no avail. They flushed the tunnel copiously still with no finding of the piece. The pa still does not know infinitely that the piece was in the tunnel. There was no bleeding and the vein had no injuries to it. The surgeon and the pa decided not to open the leg to see if they could find the broken piece. No additional incisions. Approximately 10- minute delay. They got a kit and finished the harvest. No patient effects or harm.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000243752 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 07/27/2022. An investigation was conducted on 08/12/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the harvesting device. A large piece of the clear silicone insulation of the cold jaw was observed to be peeled off from the tip, exposing about half of the metal portion of the cold jaw. The detached silicone pieces were not returned for evaluation. The silicone of the hot jaw and the heater wire were observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed.

Event description:
N/a.